Event description:
It was reported that during transport flight, the cardiosave intra-aortic balloon pump (iabp) has battery issues. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the problem and upon arrival, staff reported that unit had a "plug into ac" message. The stm tested the cart but it was working properly. The batteries were tested and both batteries meet runtime specifications. The stm was unable to replicate the problem. The stm performed functional and safety checks. The unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical use.

Event description:
It was reported that during transport flight, the cardiosave intra-aortic balloon pump (iabp) has battery issues. There was no harm or injury to the patient and no adverse event was reported.